Event description:
A patient reports while wearing a pod for 2 hours the pods cannula had failed to deploy and the pods pinks slide had not moved forward at initial activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The returned device was evaluated and the device was received not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Inspection of the pod download data showed that the device has delivered a total of 30 pulses before deactivation, of which 20 were in first prime. After the completion of second prime, the needle mechanism had not deployed and the device was deactivated. Rotational sensor abnormalities were observed, causing the premature conclusion of first prime. These abnormalities caused the device to fail to deploy. Pod data was rerun, and the data showed no abnormalities. Inspection of the drive mechanism found damage on a finger of the commutator cap. A second rerun was conducted to investigate whether the observed damage would cause rotational sensor abnormalities. The second rerun data also showed no abnormalities. The observed damage on the commutator cap could not be confirmed as the cause of the original rotational sensor abnormalities. Cracks were observed in the top housing of the pod. It could not be determined when these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod.